Event description:
Device returned for non-specified repair. No patient impact reported. Repair escalated to complaint on decontamination due to attachment foot damaged by tool contact. On follow up it was reported that the malfunction was identified during cleaning. It was confirmed there was no patient impact.

Manufacturer narrative:
Report confirmed. Evaluation determined that the footed portion was damaged by tool contact. A portion of the foot of the attachment was detached and missing. (B)(4) was initiated to investigate this malfunction. The user manual contains the following warning 'the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff." We will continue to monitor this complaint type for trends. (B)(4).